Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and successfully replaced due to concerns of premature battery depletion (pbd). No additional adverse patient effects were reported.